Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-pump won't run" alarm. After trouble shooting, pump continued to alarm. Per reporter the residual volume was 14.4 ml, rate 2.2 ml and given 87.6 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.